Event description:
It was reported by service report that the scale was not reading accurately. It is possible bed exit would not function to specification. No adverse consequences have been reported.